Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer experienced low blood glucose. The representative reported that the customer had to call the emergency medical services for the low blood glucose. The customer's blood glucose was low at the time of incident. The customer declined helpline assistance. The insulin pump will not be returned for analysis.